Event description:
It was reported that during incoming inspection at the warehouse, a team member found a crease in the sealing area of 1/40 packages in the box. It is unknown if the sterility of the product has been compromised. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 evaluation of the returned product found one pouch has a peel or void that has caused the seal width to measure less than the minimum requirement. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.